Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. An olympus representative obtained information about reprocessing method from the user facility and found following deviation. The user facility did not flush the all channels using detergent solution as described in the instruction manual, but flush using water only. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the instrument channel of the subject device tested positive for enterococcus(16 cfu/ 20 ml). The facility also informed that the subject device was re-tested and the subject device tested positive for unspecified microbes. The facility reprocessed the subject device using a non-olympus automated endoscope reprocessor, getinge ew2 using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microbial growth for samples taken from the distal end, forceps elevator, the instrument channel and the air/ water channel of the subject device. After the microbiological testing at the third party laboratory, the evaluation of the subject device by (B)(4) confirmed corrosion in scope connector and damage of the distal end cover. The exact cause of the reported phenomenon could not be conclusively determined.